Manufacturer narrative:
(B)(4). Eval results - inspection of the returned product found battery corrosion in the battery compartment.

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. Battery springs are intact. No signs of corrosion or battery leakage in the battery compartment. No loose wires. No visible damage to the outside of the alarm. There was no pt incident or injury reported.